Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) installed new 9v critical alarm battery (was replaced unrelated to the reported failure) and video generator board. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was stuck on the start up screen. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.